Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 or low battery alert noted during testing or in the pump trace download. Unit received with corroded battery tube, minor scratches on case, keypad overlay peeling, missing display window cover, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected after troubleshooting and battery was lasted only 1-2 days. The customer was admitted in hospital yesterday due to possible acidosis and since they also had high blood glucose. The customer¿s blood glucose level was from 20 to 33 mmol/l. The customer's blood glucose admitted with blood glucose with 24 mmol/l and at this moment it was 8.6 mmol/l. It was also reported that customer's blood glucose yesterday was decreased quickly to 3 mmol/l. The insulin pump will be returned for analysis.